Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned. The reported failure to deploy the needles could not be confirmed as all four needles successfully deployed through the barrel and emerged through the hub during returned device analysis. Based on analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported failure to deploy the needles appears to be related to interaction with the calcification. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that calcification was noted in the right common femoral artery. The safety and effectiveness of the prostar xl device have not been established in patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a prostar xl device was attempted in the calcified right common femoral artery using the preclose technique prior to an aorta grafting procedure. The arteriotomy was an unknown smaller size sheath and upsized to a 24fr sheath. Reportedly, when the handle was pulled away from the hub, the needles would not deploy. A second prostar xl device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the prostar xl device and established in the preclose technique. There was no reported clinically significant delay in the entire procedure. No additional information was provided.